Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon was difficult to remove. The target lesion was in a shunt vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During removal, there was resistance on the sheath noted. Inflation and deflation was repeated several times with saline and the balloon was removed. Upon checking, it was noted that the blade was damaged in the middle part between the flex points of the blade. The physician thought that the blade of the flex point part might have been caught at the tip of the sheath. The procedure was completed without replacing the device. No patient complications were reported and there was no particular problem with the patient.